Manufacturer narrative:
(B)(4); h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced a hypoglycemic event while the cgm reading on the pump was 57 mg/dl and the pump did not alert or alarm. Date of event is an approximation. The patient stated that about a year ago on (B)(6) 2023, she lost consciousness for 5 hours while at home. The patient could not recall information about the event but she stated that she had a hypoglycemic after changing her insulin cartridge on the pump. She became unconscious, and the ambulance was called. She was taken to the hospital. The patient was unsure if the cgm contributed to the event and she stated she reported this incident to tandem because she was using only the tandem pump as her display device that time. At the time of the event the cgm reading on the pump was 57 mg/dl and the pump did not alert or alarm. There was no information about the medical intervention at the hospital nor the treatment administered. The patient stated tandem investigated the event but was not able find any correlation with her pump and the incident. At the time of the even the patient was not fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/16/2024.

Manufacturer narrative:
(B)(4).